Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter compatable basket was used in the common bile duct during an endoscopic biliary lithotripsy procedure performed on (B)(6) 2014. According to the complainant, the device was tested and inspected prior to use and no issues were noted. During the procedure, after  the est (endoscopic sphincterotomy)  was performed a 10 mm stone in the middle bile duct was successfully captured using the lithotripter basket. Attempts were made to move the stone towards the duodenum but failed. Lithotripsy was then attempted, however the basket failed to crush the stone.  An alliance handle was then used in conjunction with this device,  but the wire in the handle broke, before the stone could be crushed, and the device was no longer functional.  The wire near the handle was cut using a nipper leaving the basket with the entrapped stone in the common bile duct. A forceps was  then inserted to deform the  basket wires, allowing the stone to be released from the basket, leaving the stone inside the common bile duct.  ¿non- serious bleeding¿  related to the est was noticed, and  compression hemostatis was performed with a balloon catheter to resolve the bleed and complete the procedure.  On (B)(6) 2014, the patient underwent an endoscopic retrograde cholangiopancreatography (ercp) procedure and the stone was successfully retrieved. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual evaluation of the returned device revealed the coil assembly and wire basket assembly to have been cut off adjacent to the distal end of the t-fitting. The wire basket assembly and clear inner sheath were pulled out from the coil assembly. Both distal and proximal end of coil assembly was buckled and presented side car- rx pushback. The basket tip was intact and the basket wires were bent and basket was folded. During evaluation the pull-wire was found to be broken near the distal end of the handle cannula. There was no issue found with the handle cannula. The end of the fractured pull wire was necked down and broken into v shape indicating that the wire had most likely sheared apart. The evaluation concluded that although it cannot be determined precisely how the pull wire failed, stone size and density or hardness, user technique, tortuous anatomy and other procedural factors could possibly contribute to the failure by causing the tensile force applied by the user to not be fully distributed throughout the device. Therefore the most probable root cause is ''undeterminable.'. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints have been reported for lot.

Event description:
It was reported to boston scientific corporation that a trapezoid&#10258;x lithotripter compatable basket was used in the common bile duct during an endoscopic biliary lithotripsy procedure performed on (B)(6) 2014. According to the complainant, the device was tested and inspected prior to use and no issues were noted. During the procedure, after the est (endoscopic sphincterotomy) was performed a 10 mm stone in the middle bile duct was successfully captured using the lithotripter basket. Attempts were made to move the stone towards the duodenum but failed. Lithotripsy was then attempted, however the basket failed to crush the stone. An alliance handle was then used in conjunction with this device, but the wire in the handle broke, before the stone could be crushed, and the device was no longer functional. The wire near the handle was cut using a nipper leaving the basket with the entrapped stone in the common bile duct. A forceps was then inserted to deform the basket wires, allowing the stone to be released from the basket, leaving the stone inside the common bile duct. ¿non- serious bleeding¿ related to the est was noticed, and compression hemostats was performed with a balloon catheter to resolve the bleed and complete the procedure. On (B)(6) 2014, the patient underwent an endoscopic retrograde cholangiopancreatography (ercp) procedure and the stone was successfully retrieved. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) handle cannula break. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.